Event description:
During an incident in 2003 involving a patient experiencing breathing difficulties and subsequent cardiac arrest, the defibrillator analyzed, prompted "low battery" and then turned off. The crew's spare battery gave the same results. The unit had been checked at the start of tour with no problems found. CPR was initiated and an als crew arrived 2 minutes later to take over pt care. The pt was transported to a hosp in cardiac arrest. The pt's family member said pt didn't go to dialysis because pt wasn't feeling well. Pt complained about no breathing good and was given albuterol treatment.